Event description:
It was reported that when the device was used during an unknown procedure, it locked out. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.